Event description:
It was reported that patient had a fall and the further diagnosis showed a ceramic head fracture with destruction of the shaft cone. On (B)(6) 2020 operative revision with shaft, head and inlay change was necessary.

Manufacturer narrative:
It has been determined that this submission is a duplicate of our report 1020279-2020-03453 and should therefore be disregarded. Our investigation into the incident will be documented via our supplemental MDR for that submission reference.